Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with mentor memorygel breast implants and experienced bilateral rupture intraoperatively. This report is for one of two devices.

Manufacturer narrative:
Additional information: on april 15, 2020, mentor became aware that the patient's implants were replaced with unspecified new breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On september 4, 2020, the product investigation was completed. Device investigation summary: during a visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according with mentor procedure, and it revealed six (6) tears (a, b,c,d,e and f,) all located in the anterior view measuring approximately the tear a 0.3 cm , the tear b 0.1 cm, the tear c 0.5 cm , the tear d 0.2, the tear e 0.3 cm and the tear f 0.2 cm. Microscopic examination was performed in the tear a, b, c and d and the cause of the tear could not be identified. However, microscopic examination in the tear e and f edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that this reportable is a malfunction and not a serious injury. There was no adverse event or consequences to the patient. Manufacturer's reference number: (B)(4).